Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incidents reported from this lot. Based on all available information, the reported single leaflet device attachment (slda) appear to be due to combination of challenging patient anatomy and procedural circumstances. A cause for the reported poor imaging could not be determined. Additionally, the reported mitral regurgitation (mr) was cascading event of reported slda. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization were result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The patient had thin leaflets and imaging was difficult. One clip was successfully implanted, reducing mr to a grade of 2. (B)(6) 2021, the patient returned for a follow up appointment, but echocardiography showed the implanted clip had detached from posterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2021, a second mitraclip procedure was performed to stabilize the slda. One clip was successfully implanted, reducing mr to a grade of 2. No additional information was provided.